Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and device implant on (B)(6) 2014. Patient experienced ongoing gerd with subsequent device x-ray (B)(6) 2015. Barium esophagram appeared to show device sutures were tied loosely allowing device to open slightly larger than typical during les expansion. No adverse event or symptoms determined to correlate to this observation. Uneventful device explant (B)(6) 2015. Linx device found in the correct position/geometry with respect to les. It was reported anatomy with device was above the diaphragm likely due to herniation. After device removal, a second linx device was implanted (model lxc16, lot number 6396, serial number (B)(4)) without issue.

Manufacturer narrative:
On 11/13/2015: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and device implant on (B)(6) 2014. Patient experienced ongoing gerd with subsequent device x-ray (B)(6) 2015. Barium esophagram appeared to show device sutures were tied loosely allowing device to open slightly larger than typical during les expansion. No adverse event or symptoms determined to correlate to this observation. Uneventful device explant (B)(6) 2015. Linx device found in the correct position/geometry with respect to les. It was reported anatomy with device was above the diaphragm likely due to herniation. -after device removal, a second linx device was implanted (model lxc16, lot number 6396, serial number (B)(4) without issue.